Event description:
It was reported per field service report: symptom - console would stay in "weisler timing mode" instead of moving to predictive timing with good EKG and a/p signals. As a result, the pt was moved to another console with "no problems." Findings/action taken: due to nature of problem, biomed replaced front end board and central processing unit board. Functional check by biomed.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.